Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasions were noted at 12.9-13.2cm, 14.5-14.7cm, and 15.0-15.3cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasions were noted at 19.8-20.1cm and 56.6-56.7cm from the connector pin, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 37.0-37.3cm, 37.2-37.3cm, 37.4-37.5cm, 37.6-38.8cm, 48.5-50.5cm, and 52.1-52.5cm from the connector pin. The etfe coating was intact at these locations. (B)(4).